Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the videoscope had an e226 error with no image. The issue was found during set up. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: b5, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary water channel had foreign material (white foreign material). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the customer reported issue could not be determined. Olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.